Manufacturer narrative:
No samaritan pad device was returned for this investigation. The investigation was carried out on the returned pad-pak only. The pad-pak was shipped to (B)(4) on 20th november 2014. No visual abnormalities were observed on the pad-pak. The measurements taken indicate the pad-pak was significantly depleted. The voltages measured would indicate a fault as the pad-pak was only shipped to the distributor in november 2014. The pad-pak was disassembled for investigation. Investigation found the reported fault can be attributed to a depleted pad-pak. The depleted pad-pak would have caused the reported fault of, "will not switch on the device", although if the device had attempted to carry out a self-test with the returned pad-pak installed the status led should have been flashing red. The depletion of the pad-pak, despite the pad-pak being within the expiry date, may indicate a fault with the device in which the pad-pak had been installed.

Event description:
There was no patient involved in this event. Green status indicator flashing but does not power up device and a new pad-pak does.